Event description:
Customer had a blood glucose lab comparison performed on a pt. The lab result was 252mg/dl and the device result was 411mg/dl. Controls were run and were in range. No treatment was given. A request was made for the return of the suspect device and replacements were sent.